Manufacturer narrative:
Olympus was further informed that there was no patient or user injury associated with this report. The physician was not burned. It was reported that the blue material noted on the fallopian tube was confirmed to be the drape. The device was returned to olympus for evaluation. The device was tested using olympus test equipment and the device displayed short circuit error when the seal and cut button was activated. A visual inspection of the teflon pad revealed that it was charred and the exposed metal from the grasping section. This type of damage on the device is attributed to the operators technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch report from the user facility, which stated that "during a laparoscopic procedure it was noticed that there was blue material where we were cauterizing the thunder beat. Some blue material came out of part of the fallopian tube and upon further inspection looked to be the plastic. The dr laid the thunder beat on the drapes and bumped her arm on it and was burned. There was a hole in the drape and a hole in the dr's sleeve where it had burned through on contact also the white plastic part of the jaw was peeling."